Event description:
It was reported that a patient presented to clinic for follow up after received a shock. The patient received an inappropriate shock due to unknown right ventricular (rv) lead failure. No changes or intervention was reported. The patient was recovering following the event.

Manufacturer narrative:
Further information was requested but not yet received.

Manufacturer narrative:
E1. - added the doctor's name in the field.